Event description:
Literature: linhares; protocol of procedure in deep brain stimulation for treatment of parkinson disease/sinapse /2007/7/1/23-27: this paper describes a clinical study of dbs for treatment of parkinsons disease and attempts to put a standardization to the procedures and outcome measures. One pt experienced a intracerebral symptomatic hemorrhage during the procedure that resulted in grade 4/5 lower limb paresia. One pt experienced a system infection after rejection of the material and cutaneous exposure. One pt had a serious case of depression which led to repositioning of the electrode. MFR was not identified.

Manufacturer narrative:
This report is being submitted following an internal audit.